Event description:
It was reported the patient received the following results within 15 minutes: 285 mg/dl, 66 mg/dl, 146 mg/dl, and 68 mg/dl.

Manufacturer narrative:
H3 other text : product no longer available for return.